Event description:
Patient reported experiencing short battery lifetime of 4 days since (B)(6) 2013. Patient stated her blood glucose level will go up. Patient reported a blood glucose level of 400 mg/dl, she corrected via the infusion device without success. Patient's normal blood glucose level was not provided. Patient stated she programmed the basal rate to 120% as well and corrected via pen with a little success. Patient reported she thinks the infusion device does not deliver enough insulin. Patient did not require outside assistance. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint can be verified. Result the insulin pumps electronic compartment has been visually inspected. The acid of the supercap has leaked out as a result of a manufacturing error. Therefore the supercap and the surrounding electronic parts are corroded. This led to a higher power consumption of the pump and a heat generation can be possible. A supercap is a capacitor for saving the date and time for a while, when no battery is in the pump. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.